Event description:
Meter name: one touch profile, strip name: lifescan, meter code: 8, strip code: 8, strip storage: unknown, symptoms: nervous. A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The results on their meter were 25, 319, 388, 405, 400, and 408 (no units). The patient was not tested at the ER. The patient was not treated. The patient was turned away because the patient asked for a blood glucose test without any treatment.